Manufacturer narrative:
(B)(4).

Event description:
During the index procedure, the physician used one in.pact admiral paclitaxel-eluting pta balloon catheter to treat a lesion located in the sfa of the right leg. A complete se stent was implanted in the right sfa to treat a dissection which occurred during the index procedure. Approximately 23 months post index procedure, the patient suffered in-stent restenosis of the right sfa. Approximately 17 days later, the target lesion was treated with non-medtronic stenting and ballooning. The patient recovered. The investigator assessed that the event was not related to study drug, device or procedure.